Manufacturer narrative:
Analysis of the instrument and instrument data indicate that exact cause for the falsely depressed calcium results is unknown. However, the issue was resolved by routine maintenance operations conducted by the siemens technical applications specialist (tas) who performed probe maintenance on the sample 3 probe and ran 6 pre & post maintenance specimens. The resolution was confirmed with the higher results for patient samples and acceptable results with qc and cap survey samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed calcium (ca) results were obtained on patient samples on the dimension vista instrument. Patient results were reported to the physician who questioned the results. The samples were repeated on an alternate vista instrument and higher results were obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca results. There was no report of adverse health consequences as a result of the falsely depressed ca results.